Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple drawers and pockets were failed, device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two drawers failed: auxiliary drawer 1.2 and main drawer 4.1. It showed all pockets failed. A field service engineer reseated the row board cable on the drawer controller printed circuit board, verified proper operation in diagnostics and application, and tightened the hard stop fasteners. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers and pockets were failed and device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.